Event description:
It was reported that when the ventilator was powered on, the nurse/rt observed the alarm was barely audible. The patient was not on the ventilator when the reported problem occurred.

Manufacturer narrative:
Na